Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be caused by the backflex not secured into the connector of the input/output printed circuit board (I/o pcb). The back flex was secured properly with the audio functioning as expected. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device had no audio. There was no patient involvement.